Manufacturer narrative:
Unknown/not provided. Patient information cannot be made available due to data privacy policies/legislation. Date of event: unknown/ not provided. Information was asked but it was not provided as customer does not know the date of event. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. (B)(6). The intraocular lens (iol) was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a 3 piece ar40e intraocular lens (iol) was removed and replaced with another one due to being marked in the optical zone during insertion into the patient's operative eye. The issue was observed in the postoperative exam and the doctor suspects that it may be a marking caused by the cartridge. There was no vitrectomy required and no delay in procedure reported. The patient's daily activities were not significantly affected and the patient has fully recovered. No further information provided. This report is for the intraocular lens, model ar40e. Separate reports are being submitted for the other reported intraocular lenses and cartridges.